Manufacturer narrative:
Integra has completed their internal investigation on august 14, 2017 . Results: failure analysis is not possible because at this moment the complaint unit has not returned for evaluation. The picture provided by the reporting facility cannot confirmed the reported event since it is not clear what kind of particle is observed in the picture. DHR review; no anomalies were found during the packaging process of the product. Complaints history; no similar complaints related to foreign material have been reported for the fg lot # 1165053. After reviewing the complaint system, since july 2015 to july 2017, four (4) complaints (including the complaint being investigated) related to ¿foreign material¿ have been reported in cusa wrench family at integra. Approximately (B)(4) units of cusa wrench products have been shipped for sales purposes since july 2015 to july 2017, resulting in a complaint occurrence rate of approximately (B)(4). This was determined by dividing the number of complaints in this category (4) by the number of units shipped for sales purposes cusa wrench products. Conclusion: reported condition described as ¿foreign material¿ was confirmed based on the picture provided by the reporting facility. However, with the picture only is not possible to determine a possible root cause because it is unknown if the material is embedded, if the unit is completely sealed, the particle size, if there are more foreign material, if the material belongs to the product, etc. This section will be updated once the complaint unit has been received and evaluated. No assignable causes that could be associated to the manufacturing process of cusa products were determined based on the DHR review.

Event description:
At the incoming inspection of goods, foreign material was found inside of the package by the distributor. No patient involvement.